Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint when the centrifugal drive motor was turned on. Upon opening the motor, it was determined that the yellow insulation protecting the cable that connects to the hall effect sensors was worn off. The cable was rubbing against the rotor, degrading the insulation and shorting out the motor. The motor did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the centrifugal motor with a spare new motor and a replacement motor was ordered for the user.

Event description:
During field installation of the device, the field service representative (fsr) reported that the centrifugal drive motor displayed a 'service pump' message. There was no patient involvement.